Event description:
It was reported that no gas flow was detected from the anesthesia workstation while it was connected to a patient. Manual ventilation was not possible and the patient's saturation decreased to 60%. The patient was bagged. An oda collected an oxygen cylinder to augment the inspired oxygen. The patient was then connected to another anesthesia workstation. Final outcome of the patient is unknown. (B)(4).

Manufacturer narrative:
Troubleshooting was done by hospital engineers and not maquet engineers. The vaporizer adapter printed circuit board (pcb) has been replaced as intermittent connection problems with the vaporizer were noted. The double channel plate was also replaced because the seals to the vaporizer had become discolored. The parts were returned to maquet for investigation and were found faultless. Device log evaluation show that flow-I was in standby when an alarm indicating vaporizer communication error was generated at 14:21 which is before starting the case that includes the reported event. The ventilation mode during the event was prvc with automatic gas control (agc). The exact time for the patients¿ desaturation is unknown. Logs from 14:50 show that several leakage alarms were generated followed by an alarm for low fio2 and alarms for low peep (positive end expiratory pressure) and high respiratory rate. A possible cause of this sequence of alarms is leakage at the y-piece which might have been partly disconnected during the incident. The trend log was empty and it is not possible to confirm if the generated alarms were correct. The test log shows that performed system checkouts (sco) prior to and after the event had passed without deviation. Since sco had passed, and replaced parts as well as the generated technical error are not considered to be related to the reported stop of gas flow nor would have an impact on the patients¿ saturation, the root cause of the reported event cannot be determined.

Event description:
According to received information the patient's desaturation lasted for less than 1 minute and the final patient outcome was no injury. It was also stated that the reported flow-I was used during the remaining time of the operation. (B)(4).